Event description:
Infusion procedure, four screws and one plate were implanted. Review of the x-rays indicated that the single superior screw had fractured. There was no screw in the laternal plate hole position at the superior level. It is unknown when the fracture occurred. Implantation date 2003.